Event description:
It was reported that the catheter broke. A renegade hi-flo fathom system was selected for use. The catheter broke when passing the embolization coil. The procedure was completed with a different catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned device was inspected for any damage or irregularities. The renegade showed damage in the form of some stretching and a fracture located 2cm from the hub. The device was not completely separated a very small thread of the inner liner was still connected. There was some kinks and shaft damage located approximately 2.5cm to 3.0cm from the tip. Blood was noticed inside the distal part of the devices lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter broke. A renegade hi-flo fathom system was selected for use. The catheter broke when passing the embolization coil. The procedure was completed with a different catheter. No patient complications were reported.